Manufacturer narrative:
As of today the investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported that when using the fingerprint scanner an electrical shock was felt by two technologists. No injury reported. A field engineer was dispatched to the site and was not able to confirm the reported issue. No voltage was measured from the fingerprint scanner. The assembly, which included the emergency stop button and fingerprint scanner was replaced. Per the customer, there has been no further reported issues since the repair.

Manufacturer narrative:
As of today, hologic has not gained any further insight about the failure mode or the potential causes for the failure. However, should additional details be provided a follow up will be filed.